Event description:
Reporter indicated a vns therapy pt presented with an increase in seizure activity and was also experiencing "clusters of myoclonic jerks during sleep." The events had stopped since being implanted with the vns therapy system. The pt's seizure activity level pre-vns is unk. A system diagnostic test yielded high impedance. Swiping the magnet over the vns generator does not abort the pt's seizure, which it did in the past. The pt has been scheduled for vns therapy system replacement surgery. The physician stated the pt's generator is not at end of service. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death.